Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse performed functional checks with the trainer and was unable to duplicate the problem; the screen operated correctly. The fse reviewed the diagnostic logs and reloaded the software. Leak checks were performed along with full functional checks, electrical safety and safety checks. The safety disk checks did not passed; therefore the fse replaced the safety disk and retested the unit. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the screen froze while in standby to address a catheter restriction error. No adverse event was reported.